Manufacturer narrative:
The straight suction was returned to the manufacturer for analysis. Analysis found that the suction was not able to verify when attached to a known good tracker returning a divot error of 3.2 millimeters to 3.6 millimeters. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the tray had a bent straight suction. This was found while testing it prior to a case. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the suction could not be verified.